Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate in the 30's, when this pacemaker is programmed to 60 beats per minute (bpm). Some undersensing of the patient's low atrial fibrillation (af) was reported. The mode and sensitivity were reprogrammed. The cause of the issue remains unknown. The following day, the device system was abandoned surgically and replaced. No additional adverse patient effects were reported.